Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was bent at 13 cm from the distal end. There is blood on the outer shaft located at the distal end of the stability member. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty crossing the tricuspid valve a second time. The leadless implantable pulse generator (ipg) delivery system was removed to check the deflection ability and it was noted it had an odd shape. After another unsuccessful attempt to manipulate the delivery system across the tricuspid valve, the leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.